Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced component separation. The following information was provided by the initial reporter: an female undergoing immunotherapy due to hepatocellular carcinoma. The rn noted that the connection which attaches the filter to the tubing; tubing was disconnected (broken off).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 03 may,2022. Medwatch report # mw5109533.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint that the tubing to filter connection broke off could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 22029700 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.